Event description:
As reported by the field, the physician took an enterprise2 4mmx30mm no tip intracranial stent (encr403000, 7115178) for inspection and observed that stent was deployed prematurely, and the delivery wire was separated from stent body (the delivery wire was not connected to stent body). The device was not used in the patient. A new stent was switched to complete the surgery. There was no patient injury as the device was not clinically used. Additional information received indicated that the device was stored, handled, and prepped per the instructions for use (IFU). The stent did not pre-maturely deploy during removal from the hoop. There was no excessive force used at any time with the device.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter phone: (B)(6). Device evaluated by MFR: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Four pictures were attached to the complaint file in which it was noted that the stent is partially outside the introducer, also, it was noted that is already detached from the unit. No damages were noticed on the unit. A device history record (DHR) was performed and it indicated this product was final inspection tested at (B)(4) and was determined to be acceptable. The customer complaint was confirmed based on the detached condition of the stent. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, the physician took an enterprise2 4mmx30mm no tip intracranial stent (encr403000, 7115178) for inspection and observed that stent was deployed prematurely, and the delivery wire was separated from stent body (the delivery wire was not connected to stent body). The device was not used in the patient. A new stent was switched to complete the surgery. There was no patient injury as the device was not clinically used. Additional information received indicated that the device was stored, handled, and prepped per the instructions for use (IFU). The stent did not pre-maturely deploy during removal from the hoop. There was no excessive force used at any time with the device. Four pictures were attached to the complaint file in which it was noted that the stent is partially outside the introducer, also, it was noted that is already detached from the unit. No damages were noticed on the unit. A non-sterile enterprise2 4mmx30mm no tip was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was noted that the stent is partially inside the introducer and is no longer attached to the delivery wire. The delivery wire and the introducer were returned for evaluation; both were found to be in good condition (i.e., no kinks, no fractures, or separations). The distance between the delivery wire tip and the reference marker was measured and it was confirmed to be within specifications. The stent was removed from the introducer and then was inspected under a microscope and it was observed to be in good condition, there was no structural damage (i.e. No broken struts, no kinks). The customer complaint was confirmed since the stent was already deployed. Is possible that when the device was removed from the hoop dispenser the delivery system was pushed out, and then retracted inside the introducer tube with some excessive force inadvertently applied causing the stent detachment; however, with the evidence available, the root cause remains speculative. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. Clinical and procedural factors, including device manipulation, may have contributed to the reported failure. Lake region medical did review the device history records relative to the manufacturing, inspecting, and packaging of lot 7115178. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) do contain the following recommendations: do not partially deploy the stent from the introducer. Confirm that the delivery wire does not move relative to the introducer during removal of the codman enterprise vascular reconstruction device and delivery system from the dispenser hoop. Confirm the tip of the delivery wire is entirely within the introducer. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.